Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced a skin flap breakdown at the implant site which led to the exposure of the device. There are plans to explant the device; however, this has not occurred as of the date of this report.